Manufacturer narrative:
The preloaded insertion system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the intraocular lens (iol) was stuck at the cartridge tip. The cartridge was observed with a crack at the tip area. The customer's reported complaint was verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states not to use the device if the cartridge tip is damaged, nicked, split or cracked open as a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It has been reported that before implantation of an intraocular lens (iol), while filling the inserter with viscoelastic healon, a crack was noticed on the tip of the cartridge. The surgeon decided not to implant the lens and prepared a backup instead. No patient involvement or surgery delay was reported. No further information was provided.